Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off label usage of the device, on (B)(6) 2020. The patient stated that the cgm was displaying low so she started treating herself for a low with juice and a sandwich. She did not test her bg with her meter prior to making the treatment decision. After treatment, she checked her bg with a meter, and it was 93 mg/dl. She noticed she felt different after treating herself, so she called the ambulance. Emergency medical technicians (emts) arrived, checked her bg and confirmed it had gone up to 400 mg/dl, so they gave her unspecified intravenous (IV) therapy treatment. The patient calibrated her cgm with the 93 mg/dl reading she previously got from her glucometer, although her bg was not at 93 mg/dl at the time. After calibrating, the cgm then showed 93 mg/dl. Emts advised the patient to take the sensor off and put on a new one. The patient did not go to the hospital and was allowed to stay home. She said she was feeling groggy and delirious during/after the event. It was indicated that the patient entered incorrect blood glucose values, which is misuse of the device. At the time of the report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.